Event description:
A pt reported experiencing inaccurate low results with a surestep meter. The pt's blood glucose results are unk as they were not documented. Tests were done within 10 mins with difference of or greater than 20%. Pt did not experience any adverse events. No further info has been reported.